Event description:
The end user's daughter states that when the chair is in use it leans to one side and states that the seat never locks is place. There is a piece broken on the right side of the seat frame.